Manufacturer narrative:
(B)(4)

Event description:
It was reported that when a patient presented in the emergency room with fatigue, the device was found to be in backup vvi mode. A device image could not be downloaded and a device status report did not print due to poor telemetry. Due to telemetry corruption and a reset code indicating that the device had triggered eri, further troubleshooting could not be performed. Device replacement was suggested. The patient was stable afterwards and will continue to be monitored until device replacement.